Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set was leaking over the weekend. There was no patient harm.

Manufacturer narrative:
Additional information h2, h3, h4, h6 investigation conclusion the reported complaint stated the feeding sets were leaking over the weekend at avon hospital. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation on (B)(6) 2021. Lot and failure mode trending was reviewed, and no related adverse trends were identified. A total of five (5) products were returned for evaluation. Visual inspection and functional testing performed confirmed the reported product failure of leak. The leak was identified at the connection point of the silicone tubing and cross-spike. A formal investigation has been initiated to determine the root cause and preventive and/or corrective actions, if necessary, for the confirmed product failure. This complaint will be used for monitoring and trending purposes.